Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.